Event description:
It was reported that during the procedure, the bmw guide wire separated in the pt. An attempt was made to snare the separated guide wire from the pt's body; however, this attempt was unsuccessful. The pt was sent to a different location for surgery to remove the separated portion of the guide wire.